Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced low blood glucose level. The customer¿s blood glucose level was 45 mg/dl. Customer also reported that they did received a sensor updating or sensor glucose not available alert and also they received a calibration not accepted alert. The device will not be returned for analysis.